Manufacturer narrative:
Continuation of medical products: product ID: dtba1d4 lead, implanted: (B)(6) 2004, 6935m62 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached battery depletion prematurely. It was noted there was high thresholds on the left ventricular (lv) lead. The device was reprogrammed and replacement is planned. The device and lv lead remain in use. No patient complications have been reported as a result of this event.